Event description:
Failure to osseointegration.

Manufacturer narrative:
The initial report did not have the correct awareness date documented, the correct awareness date is provided in this follow-up report.

Event description:
Failure to osseointegration. The initial report did not have the correct awareness date documented, the correct awareness date is provided in this follow-up report.